Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following 2 unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation (exact date unk) the physician suspected a perforation. A post hysteroscopy demonstrated "no perforation and the uterine distension was adequate". The ablation procedure was abandoned and the pt discharged home. A "sharp curettage" (not a hologic device) was performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause.